Event description:
It was reported that the evita 4 was connected to a neonate pt at nicu. This device made a sudden reset. When the ventilator restarted, the alarm sound was activated and the equipment strokes an overpressure that caused an injury to the baby and finally the child died.

Manufacturer narrative:
The device was investigated and tested according to manufacturer test certificate onsite by drager medical. No technical device failure could be found, the device performed as specified. The investigation of the device internal log showed that the user settings did not meet the pt's needs. The device changed into apnea ventilation and alarmed continuously that the set volume could not be applied. The reported device restart could not be verified, there was no appropriate entry in the log file. Even in case of a restart, the device posts an alarm and opens the airway system to allow spontaneous breathing. Due to the open airway system, any kind of overpressure is not possible. When the ventilation continuous the pressure is monitored and any overpressure would be immediately released via the pressure relief valves. The check of the valves showed that they are fully functional and within specification. An increased pressure was not observed in the log file, as well.